Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). To date no sample and/or photograph were provided for evalaution. Further investigation of the complaint is not possible. However, based on the reported event description the reported defect was confirmed, and attributed to failure in the production process. The product was manufactured as 15 drop instead of 10 drop due to implementation of cr 03374, which added an alternate bom for product 352630. This change introduced e341 global tubing and a7406215 (15 drop drip chamber). The labeling configuration was not correctly updated or segregated to reflect the alternate bom, resulting in the application of an incorrect drop-rate label. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, the retained units were evaluated and passed the internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: error out-of-box. Reason of complaint: 352630 was mislabled as a 15 drop set and should be labeled as 10 drop.